Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported necrosis/ signs of necrosis of 4 toes of the patient after non-invasive blood pressure measurement. The device was used for monitoring at the time of the alleged malfunction. Necrosis/ signs of necrosis of 4 toes. The patient is a few day old premature baby.

Manufacturer narrative:
The customer reported that the incident took place during the initial twelve hours after the baby's birth on (B)(6) at the neonatal resuscitation service in room (B)(6).the nbp measurement was done on the leg where the necrosis of the toes has been found. The applied cuff was a single use philips cuff but it was reused. The customer wants a quality control of the nbp equipment to confirm the correct operation of the nbp measurement. The customer also stated that there might be no link between the way of using the cuff and the necrosis. Philips inspected the consumables together with the biomedical engineer at the customer site. It was established that the customer generally reuses the neonatal cuffs after disinfection. Some residues of disinfection agents might remain on the cuff that lead to cracks on the hoses' yellow connectors. In some cases, the pressure could not be delivered because of leaks that appear on the connectors. However, the customer could not confirm if this problem occurred on this patient. The customer is now using one cuff for each patient and has changed the connectors for all hoses. The preventive maintenance with functional tests was performed. Based on the provided information, the cause of the reported issue could not be determined despite the customer disinfecting and reusing the single patient use cuffs. The customer was instructed that these philips cuffs are for single patient use the product remains at the customer site. All tests were passed, however a malfunction of the device cannot be ruled out. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.